Event description:
A caller reported an alarm, specifically alarm 2 followed by alarm 26, associated with an occlusion event. The customer's blood glucose level was high, with monitoring systems indicating "high," but a specific numerical value was not provided. To address the high blood glucose, the customer administered a correction injection using multiple daily injections, changed the infusion set and cartridge, and resumed insulin delivery. No third-party assistance was required, and although there were previous occlusion events, the customer managed them using the same corrective actions. The customer was not experiencing frequent occlusion issues, so no additional assistance was necessary, and the case was closed by technical support.